Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube, missing end cap sticker and cracked case near display window corners noted during visual inspection. Cracked end cap noted. No damage to battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken case near the battery of the insulin pump. Thread was also reported to be broken. No further details given.